Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. Attempts has been made to obtain the product. The device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial mitral valve was explanted after an implant duration of six (6) years, five (5) months due to severe mitral stenosis. The explanted valve was replaced with a 25mm 7300tfx pericardial mitral valve. It was reported that two of the prosthetic valve leaflets were calcified and "stuck" in closed position leading to severe mitral stenosis. Per the medical records, the 27mm mitral valve was explanted and replaced with a 25mm 7300tfx mitral valve. Sutures were tied with a cor-knot. Closing the dome of the left atrium was going to be under tension, thus, the surgeon elected to patch it with a pericardial. Additionally, a tv repair was performed with a 30mm edwards annuloplasty ring. The patient was weaned from cardiopulmonary bypass with moderate inotropic support. Of note, the patient was very coagulopathic. It was a long pump run, a long cross-clamp with hypothermia. After sending a thromboelastogram, the patient was transfused cryoprecipitate, fresh frozen plasma, and platelets as well as cryoprecipitate for low fibrinogen level. The patient was anemic going to the or, as such, the patient was transfused with 2 units of packed red blood cells. It took more than 2 hours to achieve hemostasis. There was minimal drainage from the chest tubes, but there was a lot of slow, oozing clotty blood as well. There were no significant complications intraoperatively. The patient tolerated the procedure well and was transferred to the ICU on moderate inotropic support in critical, but stable condition. The patient required some inotrope/pressor support postoperatively and was weaned off on pod #2. The patient was discharged home on pod #8 in stable condition.

Manufacturer narrative:
Evaluation summary: customer report of mitral stenosis was confirmed through observed calcification. X-ray demonstrated heavy calcification on leaflets 2 and 3, minimal calcification on leaflet 1, and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the outflow aspect. A suture thread remained attached to the sewing ring near commissure 3 on the inflow aspect.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.